Event description:
The external ventricular drain was backflowing air to the patient despite all troubleshooting efforts made by the nurse manager and the natus rep. The external ventricular drain was replaced with another natus external ventricular drain (same lot number), and same issue recurred. The external ventricular drain was then replaced with an integra brand product and no further issues were reported. Reference report: mw5146018.